Event description:
It was reported that unspecified bd¿ introsyte introducer leaked on 2 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced hematoma, incorrect needle bevel orientation, introducer needle dull/blunt and leakage.

Manufacturer narrative:
H6: investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no material number, sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ introsyte introducer leaked on 2 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced hematoma, incorrect needle bevel orientation, introducer needle dull/blunt and leakage.

Manufacturer narrative:
H: no. Of events summarized: 2.

Event description:
It was reported that unspecified bd¿ introsyte introducer leaked on 2 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced hematoma, incorrect needle bevel orientation, introducer needle dull/blunt and leakage.